Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an open irritation under the lifevest around her rib cage and under the left breast. The irritation was open, oozing, and had an odor. Patient also reported an itch and it's noted that she's allergic to nickel. The patient was given a prescription of benadryl from her physician but the irritation continued after a week of using the medicine. Patient's nurse put a 4/4 bandage on the patient's skin under the left electrode and under the patient's breast to take care of the open skin area as well. Subsequent follow-up attempts were unsuccessful. There is no allegation that a device malfunction caused or contributed to the reported irritation.